Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained blood glucose readings of 65 mg/dl at 1:14 a.m. And 321 mg/dl at 1:24 a.m. On the contour next ez meter. Based on the high reading, the customer took 30 units of insulin from the insulin pump and experienced symptoms of hypoglycemia such as sweating, disorientation, confusion, and dizziness. The customer drank juice and ate cookies after which she recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.